Event description:
It was reported that the patient programmer (pp) was showing a ¿call your doctor¿ icon and an out of regulation (oor) condition. It was noted that patient had a difficult tremor to control and that the patient had the device on ¿crazy settings¿. It was believed that the setting was on 6.5v on the left, and after the patient met with her health care provider (hcp) they decreased the amplitude and the oor went away until the following day. The patient was making arrangements to see her hpc again. Impedance check on c+ 6- looked abnormal, but the value was unknown. The patient was programmed to a bipolar pair and might have been using contact 6. Additional information received reported that the impedance issue appeared to have existed previously without concern or issues. Simple impedance checks were done, and there was only one issue in a bipolar configuration at contacts 6 and 7. This configuration was programmed around the issue. On the notified date the patient saw her hcp and they turned her amplitude down. It was noted that the patient was doing fine now.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v245950, implanted: (B)(6) 2009, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 64002, lot# n294659, implanted: (B)(6) 2011, product type: adapter; product ID 37601, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).